Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, it was noted that the inner shaft jams in the outer shaft. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The applicator object of the complaint has been disassembled and the individual parts have been submitted for immediate exam with the manufacture and other documents for the material. It has been noted that the instruments have been built according to specifications. Deformations have been noted on the outside protective front surface of the outer shaft and evident traces of corrosions in the inner shaft. The investigation concludes that technical complication occurred during use. There is evidence that either the test implant has been only partially released from the pivoting/positioning or the test implant was not placed correctly before placing the applicator.